Event description:
The customer reported the operating table can only be switched on via the power cable. After the battery replacement, the operating table goes into a tilted position after connecting the power cord. No injury was reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
During on-site investigation the following was identified: a few days before the customer reported the event to baxter the hospital biomed department replaced the batteries of the operating table. Since this the table was moving the tilt function of the tabletop on it¿s own when the power cord was plugged in. The baxter field service technician identified a wrong connected battery and a defect tilt drive motor. After the exchange of the drive motor and the batteries the operating table was working as intended. The following investigation confirmed that wrong connected batteries can damage electrical components when the power cord is plugged in. The root cause of the reported unintended movement was traced to a wrong connected battery by the hospital biomed department. A design, material or manufacturing issue could not be confirmed. Based on this, no further actions are required.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported the operating table can only be switched on via the power cable. After the battery replacement, the operating table goes into a tilted position after connecting the power cord. No injury was reported. This report was filed in our complaint handling system as complaint #(B)(4).